Manufacturer narrative:
The complaint was received into the leeds quality department (B)(6) 2011 with notification that no products were available for investigation. It was noted that no product lot number information was provided for investigation. Following receipt of patient x-ray negative attachments, the complaint was transferred to applied research for investigation (B)(6) 2011. Following investigation by bioengineering, it was concluded that: root cause: undetermined, currently there is insufficient information available to determine a cause of this implant failure. Pain has many causes, as does an adverse tissue reaction. The steep cup angle likely had a negative effect on implant wear and may have contributed to the patients outcome. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain associated with metal sensitivity. The patient had elevated metal ion levels. It was reported that xrays showed the cup to be steep. Upon opening the patient on the day of revision surgery there was grey/black discoloured tissue around the hip joint and the patients adbuctors had been affected.